Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime/ compromised force sensor tests. The pump was received stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to confirm motor position encoder error alarm due to history file was overwritten. There were no unexpected settings reset noted during testing. The pump had a cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 24.0 mmol/l. The customer states the adhesive patch was wet with insulin. The customer states pump alarmed motor error after changing the set. The customer reverted to a backup plan. The customer states they are able to rewind the pump. The customer states the pump may have been exposed to a high magnetic field from her phone case. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.